Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had a blank display. The customer stated that their blood glucose readings were okay. There were no significant events prior to the issue. The type of battery used was an (B)(6) aaa alkaline battery. The customer was sent a new battery cap, but they did not call back. A new battery was inserted, but the display did not return. The customer was advised to discontinue use of the insulin pump and revert to their back-up plan. The insulin pump will be replaced.